Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under her left breast. Patient described the irritation as red, open and draining wound under her left breast that is also sore and sore to the touch. Patient reported being diagnosed with skin condition hidradenitis suppurativa. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse removed the lifevest to allow the wound to heal. The outcome of the rash is unknown as follow up attempts were unsuccessful.